Manufacturer narrative:
Device was returned for analysis and the reported problem was confirmed. The connection/cable going into the housing was loose, as the nut on the inside of the housing had backed off, causing one blue wire to be severed and one white wires insulation was damaged exposing the inside wire. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Concomitant medical products: other relevant device(s) are: product ID: 9735825r, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while performing a planned maintenance (pm), the electromagnetic navigation interface had a damaged cable that was cut with wires exposed. There was no patient present when this issue was identified.